Event description:
During a patient scan and after saving the first clip, the system became completely unresponsive, i.e. None of the touch tabs or buttons were functional. As a result, site unable to proceed with the scan and had to shut down the system in order to prepare it for the next patient. This was understandably distressing for the patient undergoing biopsy and quite challenging for our team.

Manufacturer narrative:
Following log review and speaking to the site, the following is known concerning the issue: ff2p error code flagging at (B)(6) 2025 09:37:29, which is sometimes an ebox sync trigger problem, and has been associated with lockups noted in trac-ssi#125. We did receive the ebox logs from the site and concluded that the system lockup is most likely the same intermittent issue we have seen in this ticket. Separately to the internal log review, an additional successful exam with three clips (saved) was performed following restart.